Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.

Event description:
In 2007, the sales rep reported that the osteoporotic pt fell. The screw breached the plate. The pt had fused anteriorly. A revision surgery was performed the same day, and the screws were removed and no hardware was replaced. Additional info was received on the same day. The sales rep reported that the pt previously underwent a transforaminal lumbar interbody fusion (tlif) in 2006. The pt had a history of osteoporosis. The pt is constantly lifting. Since the initial surgery, the pt has fallen (date unk). The pt had been complaining of pain and during her visit to the surgeon he noted that the screw had migrated through the endplate of the vertebral body. The pt was taken back to the operating room for revision/removal of the hardware. The surgeon did not implant any additional screws after removal, but implanted bone graft with bone marrow into the lateral gutters.